Event description:
On (B)(6): customer reports that during an undetermined urology procedure the system fluoro failed. Staff moved the patient to a back up room and physician completed procedure without further incident. No reported injury. Customer provided no patient or procedural information other than to say the procedure was completed and patient is fine.

Manufacturer narrative:
Technical support assisted customer in determining the cause for the reported no fluoro. During the conversation customer found that an operator had turned off the system. After customer powered the complete system back up, it was fully functional. System returned to full service by the customer.